Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the left ventricular lead was discovered to have been dislodged shortly after initial implant. As a result of the dislodgement, the lead had issues capturing, and the lead was capped on (B)(6) 2020 due to the capture anomaly and dislodgement. The patient was asymptomatic and in stable condition throughout.